Event description:
It was reported that this right ventricular lead exhibited loss of capture. A lead revision was performed; however, the lead continues to exhibit the loss of capture. A second procedure for evaluation of the lead location and further lead testing was discussed. This lead was repositioned and the issue was resolved. The device was evaluated and it is performing appropriately. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited loss of capture. A lead revision was performed; however, the lead continues to exhibit the loss of capture. A second procedure for evaluation of the lead location and further lead testing was discussed. This lead was repositioned and the issue was resolved. The device was evaluated and it is performing appropriately. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields.